Event description:
It was reported that the customer received a battery out limit alarm on the insulin pump and one of the buttons was not working. The customer's blood glucose level was 130 mg/dl. It was explained to the customer that the battery out limit alarm could indicate a loose battery cap. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The up arrow button did not respond due to a flattened button dome switch. No battery out limit alarm could be verified due to the unresponsive button. The insulin pump had a minor scratches on the display window and a dented case.